Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the guide wire coating was missing. Post procedure, it was noted that the coating of the choice pt guide wire was "missing". The procedure was successfully completed with this device. No pt complications were reported. Patient status is reported as "stable" multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.